Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with missing display window cover.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 45 mg/dl. Customer was treated with food and glucose tablets. Customer also reported that the rubber gasket around front of the screen is coming off. Customer reported that there was physical damage to the insulin pump's reservoir lip ring and the reservoir was able to lock in place when inserted into insulin pump. Customer declined troubleshooting for low blood glucose. It is unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.